Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant undersensing, no capture, possible oversensing and dislodgment were noted on the right atrial (ra) lead. Increased thresholds,possible oversensing, a drop in impedance, undersensing and dislodgement were noted on the right ventricular (rv) lead. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.